Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that with the unit plugged in and oxygen fed from the wall source, the unit is turned on and after completing the self test, the ventilator is displaying "vent inop" and "motor fault." There was no patient involvement at the time of the incident.